Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found as well as a separating upstream occlusion (uso) seal. The dso sensor and uso seal were replaced to fix the issue.

Event description:
The device was returned because the device failed downstream occlusion testing multiple times and the alarm never activated. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.